Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was failure of product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "there was a hole and it caused leakage. After the blood was drawn it started leaking."

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was failure of product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "there was a hole and it caused leakage. After the blood was drawn it started leaking."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 29-apr-2022. Investigation summary: bd received 1 sample and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for damaged tubing was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for damaged tubing with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tubing. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.